Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk.. Ethnicity: unk. Race: unk. Explant date: na. Enlarged iridotomy by laser. No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -09.50 diopter, in the patients left eye (os) on (B)(6) 2021. The lens was reported as having excessive vaulting with elevated intraocular pressure (iop). The surgeon performed additional laser surgery to the iridotomy (enlarged) and that resolved the issue. The patient is fine and there was no need to explant the lens, the lens remained implanted. The problem was resolved.